Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity and an indicated of premature battery depletion (pbd). The interrogation cleared the fault code, however, it will re-trigger in a couple of days. This device was submitted for engineering analysis which resulted that this device exhibited a low voltage and the power consumption was increasing in gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Furthermore, conservative modeling indicated that the device should support therapy for at least 90 days and elective replacement indicator (eri) should not be triggered within 90 days. This device should be replaced or reassessed within 90 days. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.